Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flushing pump control buttons were impossible to press. Per the report, " the jet of the flushing pump is too weak" ,this event occurred during a diagnostic colonoscopy. The procedure was completed with the same set of equipment. There are no reports of patient harm.

Manufacturer narrative:
Corrected field - g2. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found leds and buttons on the front panel did not work. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint was traced to a component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flushing pump control buttons were impossible to press. Per the report, " the jet of the flushing pump is too weak" ,this event occurred during a diagnostic colonoscopy. The procedure was completed with the same set of equipment. There are no reports of patient harm.